Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000086362.

Event description:
It was reported that during lead revision (related manufacturer reference number: 3006705815-2022-18554), the lead broke during removal and lead fragment remains in the patient. A new lead was implanted addressing the issue. The investigation did not determine which lead fragment remains.